Event description:
It was reported that the patient presented to the clinic for a follow-up. Device interrogation revealed that the right ventricular (rv) lead was dislodged and exhibited loss of capture. The rv lead dislodgement was confirmed via diagnostic imaging. The rv lead was capped and replaced on (B)(6) 2025. The patient was discharged following the procedure.